Event description:
As reported by navilyst medical's distributor in (B)(6), the end user hospital was utilizing a convenience kit and was unable to aspirate saline while using the closed system (waste bag/check valve/fluid delivery set). They were only able to push air into the waste bag. This event was observed during prep of the case, and there was no air injection/patient injury. The used device has been returned for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical december 2014 complaint report was reviewed for the closed system product family and the failure mode "air bubbles noted." No adverse trend was indicated. In addition, this is the only reported complaint for this failure mode for the closed systems product family in the past 15 months. This is deemed to be an isolated occurrence. The returned closed system assembly was inspected and it was noted that the gasket in the check valve was unseated. This would have resulted in the issue described by the end user. While it is possible that the unseated gasket could have been caused by the end user over-pressurizing during the infusion of fluids into the waste bag, it is more likely the result of a manufacturing error - specifically a non-conforming check valve being inadvertently used. All check valves are subjected to 100% verification for correct assembly and function at multiple phases of the manufacturing process, with unacceptable check valves being segregated. The employees involved in the manufacturing of the reported device lot have been made aware of this event and the applicable manufacturing and inspection procedure have been reviewed with them. (B)(4).